Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 55 mg/dl (aviva 525) and 110 mg/dl (aviva 535) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva meter 525. (B)(6).